Event description:
It was reported that, "pt fell multiple times, felt no pain either time. Bone screws broke and cup dislodged. The pt still does not feel any pain."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2011-00599.